Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the rotation tab bent. The returned sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip was unable to properly load as it got stuck in the bent rotation tab. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 8 clips remaining in the channel, indicating that 7 clips were fired by the end user. A CAPA has been opened to further investigate the clip stacking issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip(s) not loading properly" was confirmed based upon the sample received. One device was returned with 8 clips remaining, indicating that 7 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
The report states: happened on the (B)(6) 2020. The clips did not load on the jaws. Clinical consequences: no consequence for the patient; another applier was used.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73g1800872 investigation did not show issues related to complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
The report states: happened on the (B)(6) 2020. The clips did not load on the jaws. Clinical consequences: no consequence for the patient; another applier was used.